Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
At an unspecified time after the quattro catheter was placed, it was reported an air trap alarm on thermogard ivtm console occurred. The attending nurse observed an empty saline bag. Multiple attempts were made to reach the clinical field specialist to obtain additional information regarding the event and the patient's status; however, was unsuccessful. There is no known patient consequences reported.